Event description:
It was reported that the patient poc has a system error. The picture of the unit and triangle showed on the screen, did hard rest, run the unit for few minute, machine shuts off automatically again. Replace unit under warranty. Pt was hospitalized because of not having oxygen. The inogen team attempted to contact patient for further information three times with no response. Intervention is unknown.

Manufacturer narrative:
The device was returned for evaluation on jun 13, 2025. The unit was returned with a system error complaint, confirmed via data log and evidence of a leaking zeolite. Zeolite dust caused zeolite breakdown, blocking the feed port, dirtying tubing, feed waste and malfunction the sensor. This led to high column pressure and low external oxygen output. A leaking product manifold was caused by debris under the check valve. The power input and motherboard (j20) were damaged due to an over current from a low voltage event. The compressor was noisy due to a loose housing. Cosmetic damage required replacement of the top housing and uip.